Event description:
It was reported that an alert/notification settings issue occurred. The date of event is an approximation. On (B)(6) 2024, it was reported that the patient woke up, was weak, and had presyncope. The patient's dexcom receiver was reading 45 mg/dl, however, the patient stated she never received an alert to notify her of her hypoglycemic state. The patient called emergency medical services (ems). Once ems arrived, they treated the patient with a glucose tablet and assisted the patient with eating food (specific type of food was not specified). After treatment, the patient¿s dexcom was reading 100 mg/dl. No bg meter reading was taken during this event. The patient recovered at home. The patient reported being ¿fine¿ but sleepy at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.